Event description:
An health care professional reported that during an intraocular lens implantation procedure, the product was found cloudy which was implanted 1 year ago and the patient was under observation. Additional information has been received and stated that, the doctor suspects haze or ssng/sub surface nano glistening's. After the surgery on (B)(6) 2025, the patient claimed decreased vision and difficulty seeing. According to the doctor, examinations and yttrium aluminum garnet laser treatment were performed.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. This assessment is based solely on the appearance of the intraocular lens (iol) in the single two-dimensional slit-lamp photograph provided. The image shows vertical slit-beam illumination spanning the full height of the iol, approximately 0.5mm wide, cast from right to left. Within the directly illuminated area, the anterior iol surface exhibits a mottled, diffuse gray haze, which may also be faintly present on the posterior surface. This finding could represent subsurface nano glistenings (see attached overview). Additionally, either adjacent to or behind the posterior iol surface are wispy, light-colored irregularities extending from the 12 o¿clock position through the visual axis and continuing approximately 3 mm beyond. These may represent posterior capsule opacification (pco) and/or vitreous floaters. Under indirect illumination, the peripheral zone from 6 to 12 o¿clock shows a similar but dimmer appearance of wispy, light-colored irregularities, possibly also indicative of pco and/or vitreous floaters. The periphery from 12 to 6 o¿clock appears clear, although this may be due to the limited illumination in that region. Overall, the body of the lens appears clear. While the above information suggests certain findings, these cannot be confirmed through this review alone. Additional evidence is required to accurately evaluate the iol and determine the relevance of this photograph within the context of the complaint investigation the root cause for the reported complaint could not be determined. A definitive determination of the reported complaint cannot be made based on the returned photo alone and without evaluating the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).